Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photograph, video and/or physical sample evaluation: there are photograph(s) associated with this case and in these, the defect reported by the customer can be seen. No unused return sample has been received for this complaint. Conclusion summary of the related event: based on the results of the preliminary investigation, the batch record reviews were performed, and no discrepancies were found. No harm was reported from any of the complainants. A revision of the improvements made to the process was performed, and actions have been implemented for some of the defect types reported. In addition, a retraining in the tm-002 will be given to the quality personnel of the bodolay line, in order to reinforce the correct execution of the method 7, which indicates the outlines that the visual testing required to ensure that the primary packaging, secondary packaging and package printing are free from nonconformities by visual means. Furthermore, an ncr search conducted shows that no adverse trend was identified from january 2018 to august 2020 for this failure mode. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Manufacturer narrative:
Device 1 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was foreign body found on the package". Additional information was received clarifying ¿the foreign material are all inside the package.¿ the product was not used. Photographs depicting the reported complaint issue were provided by the complainant.